Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on lead causing inhibition of pacing and resulting in the patient experiencing syncope. No further information is available at this time.